Manufacturer narrative:
H3, h6: one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and suture were not returned. The delivery needle showed no damage. The depth limiter was attached. The distal tip was flared and deformed. The symptoms aligns with difficulty in reaching intended anchoring location, probing or twisting. The device cycled and actuated properly. An issue could not be confirmed. Per intructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that, during surgery, the curved fast-fix ts deployed simultaneously through the meniscus. Both ts were removed from within the patient. There was a backup device. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and suture were not returned. The delivery needle showed no damage. The depth limiter was attached. The distal tip was flared and deformed. The symptoms aligns with difficulty in reaching intended anchoring location, probing or twisting. The device cycled and actuated properly. An issue could not be confirmed. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required at this time. H11: correction on h6.